Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device began alarming due to an upstream occlusion. Upon arrival, the pump was still alarming for the same issue. It had been running prior to the alarm. The pump, its settings, the IV bag, and the tubing were checked. The pump was stopped, the IV bag reset, and the administration set reloaded. When the pump was turned on, it immediately alarmed ¿upstream occlusion,¿ even though it had not yet been started to run. The staff switched to a different pump using the same bag and administration set, and no further issues were encountered. There was no patient injury reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - serial # (B)(6): could not be located in the oracle database. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.